Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a patient had been wearing mtm aligners and it appears as though tooth #9 became intruded.